Event description:
It was reported that the intraocular lens was explanted due to the capsule contracting. No add'l info was provided. Add'l info has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.